Event description:
Report received from USA stating that bit was stuck in the device. The device was being used during surgery. There was no user or patient injury. It is unknown if delay or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).